Event description:
When it¿s plugged in to charge it trips the household system - oral-b [device electrical finding]. Case narrative: female consumer via e-mail stated that when the oral-b vitality pro toothbrush, model 3708, was plugged into charge, it tripped the household system. No injury was reported. 15-feb-2023 case update: the suspect product lot was 3ua23952234. No injury was reported.

Manufacturer narrative:
24-mar-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
When it¿s plugged in to charge it trips the household system - oral-b [device electrical finding]. Case narrative: female consumer via e-mail stated that when the oral-b vitality pro toothbrush, model 3708, was plugged into charge, it tripped the household system. No injury was reported.